Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency patient could barely walk, had swelling of both knees, extreme horrible pain and two inflammatory marker elevated. No relevant concomitant medications were reported. Patient has received synvisc-one for the past five years for osteoarthritis of both knees without any side effects. Patient had left hip replacement. Relative to other synvisc-one injections patient has received in the past, in light of this most recent adverse event, patient "knees have not been the same in terms of overall function". Patient noted that she has a high tolerance to pain. Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. Patient had no previous/concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. Patient had received flu shot recently. Patient was being treated with medication for high blood pressure. Procedure: no anesthetic was provided on (B)(6) 2017, at about 1 pm, patient received treatment with intra articular synvisc one injection once (dose, batch/ lot number and expiration date: not reported) for osteoarthritis in both knees at orthopedist's office. On an unknown date in (B)(6) 2017, after unknown latency, by midnight, patient "experienced swelling of both knees with extreme horrible pain (scale was 10+ out of 10) which prevented (her) from getting out of bed for two days and while in bed, could not get comfortable. On (B)(6) 2017, patient went to an ER (emergency room) facility in another state where she was prescribed a six-day steroid regimen along with receiving a morphine shot. When asked, patient thought that "morphine might have helped a little". Patient also "could barely walk" and needed the use of a cane (which she had used after undergoing a left hip replacement in the past). A walker has been ordered for patient to use at work. As a result, patient missed work for a couple of days. After consulting with patient prescribing orthopedist via phone who instructed her to wait a few weeks to see how patient does, patient took advil and tylenol as treatment but the events "got worse after just getting better for some reason". On (B)(6) 2017, the pain level was a "7 out 10". On (B)(6) 2017, patient was still experiencing trouble walking due to the pain so her orthopedist sent her to get bloodwork. The lab since noted that two (unknown) inflammatory markers are elevated which would be further described when the orthopedist speaks to patient later today. Patient has not yet undergone any knee aspirations. Today on (B)(6) 2017, the pain was 6 to 6.5 out of 10. Corrective treatment: cane user for she could barely walk, steroid; morphine; ibuprofen (advil); paracetamol (tylenol) for swelling of both knees and extreme horrible pain, not reported for two inflammatory marker elevated outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for swelling of both knees and extreme horrible pain; disability for could barely walk pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty, swelling of knees and pain in both knees. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 29-dec-2017 from patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after an unknown latency patient could barely walk, had swelling of both knees, extreme horrible pain and two inflammatory marker elevated. No relevant concomitant medications were reported. Patient has received synvisc-one for the past five years for osteoarthritis of both knees without any side effects. Patient had left hip replacement. Relative to other synvisc-one injections patient has received in the past, in light of this most recent adverse event, patient "knees have not been the same in terms of overall function". Patient noted that she has a high tolerance to pain. Patient did not have any prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. Patient had no previous/concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. Patient had received flu shot recently. Patient was being treated with medication for high blood pressure. Procedure: no anesthetic was provided on (B)(6) 2017, at about 1 pm, patient received treatment with intra articular synvisc one injection once (dose, batch/ lot number and expiration date: not reported) for osteoarthritis in both knees at orthopedist's office. On an unknown date in (B)(6) 2017, after unknown latency, by midnight, patient "experienced swelling of both knees with extreme horrible pain (scale was 10+ out of 10) which prevented (her) from getting out of bed for two days and while in bed, could not get comfortable. On (B)(6) 2017, patient went to an ER (emergency room) facility in another state where she was prescribed a six-day steroid regimen along with receiving a morphine shot. When asked, patient thought that "morphine might have helped a little". Patient also "could barely walk" and needed the use of a cane (which she had used after undergoing a left hip replacement in the past). A walker has been ordered for patient to use at work. As a result, patient missed work for a couple of days. After consulting with patient prescribing orthopedist via phone who instructed her to wait a few weeks to see how patient does, patient took advil and tylenol as treatment but the events "got worse after just getting better for some reason". On (B)(6) 2017, the pain level was a "7 out 10". On (B)(6) 2017, patient was still experiencing trouble walking due to the pain so her orthopedist sent her to get bloodwork. The lab since noted that two (unknown) inflammatory markers are elevated which would be further described when the orthopedist speaks to patient later today. Patient has not yet undergone any knee aspirations. Today on (B)(6) 2017, the pain was 6 to 6.5 out of 10. Corrective treatment: cane user for could barely walk, steroid; morphine; ibuprofen (advil); paracetamol (tylenol) for swelling of both knees and extreme horrible pain, not reported for two inflammatory marker elevated outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for swelling of both knees and extreme horrible pain; disability for could barely walk additional information received on 31-jan-2018. Ptc investigation results were added. Pharmacovigilance comment: sanofi company comment follow up dated 31-jan-2018: follow up information did not change the previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced walking difficulty, swelling of knees and pain in both knees. Although, exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.